Event description:
The user facility reported that during angio-seal delivery, the delivery system was inserted. After two (2) clicks, the device was pulled back and met resistance. After a few attempts to pull back, the doctor attempted to cut the tub between the hemostatic valve and delivery system. The delivery system and sheath were removed. When attempting to remove the white tube, it was stuck. The doctor cut down the white tube longitudinally. After a few cuts, the white tube came loose and was removed. The angio-seal was then deployed successfully. The doctor believed the white tube must have been too large for the inside of the angio-seal delivery system. Wants it looked at. The patient was stable and discharged. There was no estimated blood loss. Additional information was received on 10nov2023: the procedure was a lower extremity angio with intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear locked position. The carrier tube was found to have been cut between the latches. The tubing was also returned deployed from the device and had been cut apart and the tamper tube was also returned. For further inspection, the hub of the carrier tube was subsequently opened to inspect the spool of the suture. The suture was found to have been intact and had not been deployed. Functional testing was performed by attempting to deploy the spool of the suture, and the component was able to be fully deployed successfully. No issue with the component was identified. The complaint can be confirmed for suture non-deployment. The exact root cause cannot be determined. The likely cause was determined to have been a suture non-deployment due to insufficient force during device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).